Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Visual inspection confirmed the reported event. The most likely cause of the reported event was the wear and tear of the instrument. However, the exact root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that small fragments are detaching form both the tips of the femoral impactors. No harm to patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d11, g4, g7, h1, h2, h3, h6, h10. Visual inspection confirmed the reported event. The instrument lot zb170901 was in the field for approximately 1 year and 6 months. The most likely cause of the reported event was the wear and tear of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that small fragments are detaching form both the tips of the femoral impactors. No harm to patient.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf uni ph3 femoral impactor, item 32-420127, lot zb 161203. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR report were filed for this event; please see associated reports: 3002806535-2018-01171.

Event description:
It was reported that small fragments are detaching "form" both the tips of the femoral impactors. No harm to patient.